Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that insertion site curved rubber had foreign material. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: connecting tube had a cut, due to a pinhole on channel tube and connecting tube, water tightness was lost, due to a dent on channel tube, channel cleaning brush and forceps could not be inserted smoothly, , due to wear of angle wire, bending angle in upward direction did not meet the standard value, control unit was sticky due to water leakage, due to physical stress there was deformation, light guide bundle was broken, forceps elevator /surgical products were deformed, switch box and up/down angulation lever plate had discoloration, light guide connector plate, and universal cord was sticky, video connector case was deformed, universal cord had a dent, venting connector of light guide connector had corrosion, universal cord and up/down angulation lever plate was sticky, adhesive on distal sheath had a chip, video cable, protector of universal cord on suction connector side, universal cord, had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the nephro videoscope, there was a failure near the oredome of the serpentine section. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During testing and inspection of the returned device, insertion site curved rubber was observed with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.